Manufacturer narrative:
The device could not be interrogated upon receipt and was found to have no pacing output. Battery voltage measurement performed after cutting open the device indicated battery was still near beginning of life level. Further analysis performed after cutting open the device indicated that the loss of telemetry, output, and magnet response are consistent with anomalies associated with the integrated circuit.

Event description:
Upon implant, the device was not interrogated. Following the procedure, the device was unable to be interrogated. The patient experienced a bradycardia event during the night and the device was not responsive. The device was explanted and replaced and the patient was in stable condition.